Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has a frayed desktop charger (dtc) cord. The caller was not with the patient so was unable to provide serial number. The caller was informed to callback with the dtc serial number in order to get a replacement. The caller said the patient was recently in the hospital (on (B)(6) 2023) because the implantable neurostimulator (ins) hadn't gotten power and turned off. The patient was concerned that something was wrong with the ins itself and the ins showed it was good. The ins was charged and turned back on. The caller expressed the need for a manufacturing representative (rep) to express gently that the issues the patient has may be user error and not external equipment error. The caller said that the ins battery depletion did seem rapid. The caller said that each time the ins battery shut off, the patient would have a severe return of parkinson's symptoms within minutes. The patient said this was at least the third time in possibly 2.5 years where the implant ran out of charge. The patient said that when the battery ran out of charge there was always a secondary condition the patient was dealing with out side of that and parkinson's like an infection or a uti. The callers reason for the call was to have a rep see the patient in person to teach the patient how to use the recharging equipment to rule out user error. Patient services (pss) reviewed role of the rep and redirected the caller to the healthcare provider (hcp) and reviewed that pss would send message to field to ask that the rep call the caller to assist in setting up meeting. The caller mentioned it was challenging for patient to call so that's why they were calling on patient's behalf.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Manufacturer's report 3004209178-2023-21841 was accidentally submitted without selecting hospitalization and serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.